Manufacturer narrative:
It was reported that the resonator in this laser needed to be replaced. The customer purchased the new resonator and it was installed at the site by the customer. Product evaluation: the resonator, s/n (B)(4), was returned to the ams (B)(4) site and the evaluation was completed on january 07, 2016. The evaluation revealed no error occurred on test bench. Power was noted to be good 260.0w @ 110 amps without the fiber. Coupler cover was stuck, water fitting was broken and fiberlife was tested during overnight run. The rcb (s/n (B)(4)) and desiccant were replaced. The resonator was realigned and a new test report was completed.

Manufacturer narrative:
The replaced resonator was returned to manufacturer on october 30, 2015.

Event description:
It was reported that multiple error codes occurred during the procedure. The case was completed using an alternate procedure (turp). Patient outcome: "ok" - there was no patient injury reported.